Event description:
It was reported that during "erbd" procedure the inner catheter stretched. The target lesion was in the common bile duct. A biliary stent 7fr/10cm had been advanced to treat the target lesion. While attempting to release the stent, resistance was encountered. It was noticed that the inner catheter was stretched. Stent release "took some time" but the stent was able to be released. The procedure was completed with this device. There were no pt complications reported with the pt's current condition listed as "good".